Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customers insulin pump was exposed to moisture and started to have keypad issues. Customers blood glucose level was reported at 92 mg/dl. Product is being replaced. No further information provided.